Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 (mg/dl). Customer stated the reason for the low bg level was unknown. A snack was consumed to address low bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.